Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test and displacement test. Device was monitored and no missing segments or partial display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 575 mg/dl. The customer stated the screen has slipped down exposing the backlight and the time looked smoky almost looked like water was in it and was not getting basal at night. Customer used a quickpen. Customer had a partial display and saw that the numbers were smoky looking and the screen looked like it dropped down and the back light looks like its exposed. The insulin pump will not be returned for analysis.